Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. External abrasion breaching the outer insulation at 38.0-38.3 cm from connector pin, distally to the suture sleeve tie impression consistent with friction to another device or feature of patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.